Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time unknown). On an unspecified date/time, the patient reportedly obtained blood glucose results of "144 and 120mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient's testing frequency and usual blood glucose range are not known and it is not clear if the patient has other health conditions. The patient manages her diabetes with insulin (self adjuster). According to the csr's documentation, on an unclear date/time, the patient administered an unspecified amount of insulin in response to the alleged meter issue and subsequently, at an unspecified date/time later, the patient reportedly consumed a glucose drink (8 ounces of glucerna) to level her blood glucose. Prior to consuming the glucose drink, it is not known what the patient's blood glucose result was with the subject meter and it is not known if the patient tested her blood glucose with another device. Two weeks after the alleged issue occurred, the patient claimed she developed symptoms of headache and blurry vision. The patient's blood glucose readings prior to and at the onset of her symptoms are not known. The patient denied receiving any form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 1/11/2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.